Event description:
It was reported that the customer entered an inaccurate value into the bolus menu and delivered too much insulin. The customer's blood glucose (bg) level was 195mg/dl. Consumed carbohydrates 35 grams of carbohydrates then went to the emergency room. Customer believes bg was treated with a glucagon injection. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.